Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported poor communication. The patient noted they had not recently been implanted or had revision surgery and that they had used the antenna. The patient confirmed the antenna was secure, but this did not resolve the issue. The patient stated she has been experiencing leakage and noted their symptoms have never gone completely away. The patient stated they haven't had therapeutic relief since implant. The patient stated they will have therapeutic relief, but then all of a sudden they don't. The patient said they believe it is what they are eating. The patient called back and reported since implant, they do not really think their symptoms stopped, but they blamed it on food they were eating. The patient noted they notice it especially, if they eat italian food and it is a nuisance. The patient noted they are using pads. The patient noted she is not feeling stimulation and therapy is on. The patient stated they used to feel stimulation if they went up a number, they would get a little. The patient noted they are on program 3 at 0.7 and during the call the patient increased to 0.8 and stated she did not feel it. The patient noted they are expecting a replacement patient programmer (pp), the patient also noted after they changed the batteries the pp worked, during the call however the patient could not connect consistently and got poor communication again. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information from the patient reported they received the new patient programmer, the day prior to the follow up, and they were still getting poor communication screen. They were not able to connect with and without the antenna. The patient said they did not feel stimulation and did not know the last time they felt stimulation. On (B)(6) 2016 they reported their loss of therapeutic effect and poor communication with the patient programmer were not resolved. They could not get an appointment with the healthcare provider (hcp) until (B)(6) 2016. The patient stated they also spoke with a manufacturing representative, but did not give a date. It was reviewed that the patient needed to see their hcp to have the ins battery checked. The patient stated that their hcp said that the battery was only 2 years old and should last 5 years. Expectations around battery longevity were reviewed with the patient. The patient was considering discontinuing interstim therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.